Manufacturer narrative:
Device was not returned for evaluation; therefore, no testing methods were performed. No results were obtained as the device was not returned for evaluation. Unable to confirm complaint as the device was not returned for evaluation.

Manufacturer narrative:
Device was not returned for evaluation; therefore, no testing methods were performed. No results were obtained as the device was not returned for evaluation. Unable to confirm complaint as the device was not returned for evaluation.

Event description:
The #11 blade broke during procedure. Additional information received after initial complaint was taken: it was not an easy retrieval of the blade. The blade broke on the second incision; no bone was involved, just soft tissue. It was necessary to bring the c-arm in to take pictures to ensure all parts of the blade were out of the pt.